Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report # 1627487-2013-00140. It was reported the patient's (B)(6) therapy system was explanted due to lack off efficacy. Previous efforts to capture effective stimulation via reprogramming were unsuccessful. There are no plans for reimplantation.